Manufacturer narrative:
Concomitant medical products: product ID: w1tr01 crt-p, implanted: (B)(6) 2021; product ID: 1258t86 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy pacemaker (crt-p) and leads were explanted and not replaced. The infection was found to be a fungal infection and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.